Event description:
The user facility reported that employees are obtaining "lacerations" to their hands while utilizing their loading car. It is unknown if the employees sought or received medical treatment.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the loading car and found the device to have rough edges. The technician smoothed down the rough edges and returned the unit to service. A 2-year complaint review was performed and confirmed this to be an isolated event. No additional issues have been reported.